Event description:
Customer reports back to back testing on the same meter using 2 different vials of strips while using the advantage system with results of: 102mg/dl and 251mg/ld; 242mg/dl and 108mg/dl. No quality controls were run. No adverse event reported. Customer reports he discarded the 2 vials of strips that were in use at the time; a replacement was sent.